Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had reached end of life (eol) approximately two months earlier. Review of battery data revealed that this was due to a charge time of 30.5 seconds and voltage of 2.66v. There was concern that the battery depleted more rapidly than expected. The patient with this device did not report hearing their device beeping. Elective replacement indicator (eri) had been reached approximately two months before reaching eol. The patient with this device does not require pacing support and has not received therapy. Device replacement is intended in the near future. Subsequently, a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
When the device has been returned, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
According to available information, this product was not returned for analysis. Should this device be received in the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
This device was eventually returned back from the field for analysis. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
--